Event description:
It was reported that patient presented in the emergency room after device delivered inappropriate hv therapy due to multiple vt episodes. Programming changes were recommended.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.